Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17572489 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during inflation the saber 3 mm 20 cm 150 balloon ruptured at lower atmosphere than nominal pressure of balloons. Consequently, the device could no longer be used and it was replaced with another device. There was no patient injury reported and the product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:3. The inflation device used was an in deflator. The same in deflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. The balloon did not inflate normally. Leakage was noted from the hub. The maximum inflation pressure was under np. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
During inflation of a 3x200mm 150cm saber percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured below nominal pressure. Consequently, the device could no longer be used and it was replaced with another device. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:3. The inflation device used was an indeflator. The same in deflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. The balloon did not inflate normally. Leakage was noted from the hub. The maximum inflation pressure was under np. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. One non-sterile saber 3mm20cm 150 unit was received coiled inside a plastic bag. Per visual analysis, the balloon was received deflated and was previously inflated. Also, saline solution residues were observed on balloon. No other anomalies were observed. A leak test was performed; however, a leak was observed on the saber hub. The saber balloon catheter was inspected under vision system, and a cracked condition was observed on the saber¿s hub. The unit was sent to sem analysis to identify the root cause of the hub crack. Sem results showed that the crack passed through the thickness of the hub. Transversal view of the cracked section of the hub showed a fracture pattern that presents evidence of plastic deformations along the fractured surfaces of the hub. This is commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. A device history record (DHR) review of lot 17572489 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed since no damages were found on the balloon of the returned device. However, a leak was observed at the hub due to a full thickness crack. The exact cause of this reported failure as well the hub crack could not be conclusively determined during analysis. Based on the limited information available for review, handling factors likely contributed to the hub crack found during analysis as evidenced by the tensile fractures noted in sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.